Event description:
Sorin group (B)(4) received a report that when the facility was performing maintenance on their s5 mast roller pumps, the s5 mast roller pump control panel displayed several error messages and the pump stopped. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mrp 85. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.